Event description:
A customer reported the swivel arm is not locking on their epiq 7c ultrasound system while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer repaired the system by reseating the metal bushing allowing actuator to push pin down in a locking position. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the latching mechanism of the articulating arm which prevented the locking solenoid from fully engaging.